Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer; however, there was no response. The resolution and disposition are unknown. Based upon the information provided, the root cause cannot be determined in the assessment of this complaint due to the lack of further information furnished by the customer.

Event description:
It was reported that the ventilator had error code 1105 - alarm light emitting diode (led) failed. The device context of use at the time the problem was observed is unknown; however, no patient harm was noted. The customer spoke with a philips remote service engineer (rse). The customer was advised to replace the power switch overlay or the power management pcba. Further information is pending.